Event description:
The ventilator alarmed while un use on a pt, due to air source fault, the customer reported there was no pt harm. The respironics service tech. Was unable to duplicate the reported event. The ventilaotr log history confirmed there was an air source fault in addition to a gas supplies lost: safety valve open alrm which indicates the oxygen source is either disconnected or not detected by the oxygen pressure switch. The loss of both air and oxygen gas supplies will affect the function of the ventilator. Service evaluation determined the device to be functioning to specification, however the service technician replaced the air valve and sir motor controller pcb as a precaution, performance verification testing was completed and all tests passed per operating specifications.